Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion set and cartridge's. There was no reported adverse impact. Customers blood glucose was 330 mg/dl.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customers blood glucose was 330-423 mg/dl.